Event description:
Hosp reports that during a diagnostic procedure utilizing a .035" guidewire, a 5f catheter and a boston scientific y-adaptor saline leakage from the touhy-borst hub of the y-adaptor with the guidewire in place reduced the flow rate of saline into the catheter and allowed for clotting. The pt had a minor stroke (presented with double vision which resolved itself). The devices used during the procedure were discarded by the hosp. All unused devices will be returned to boston scientific.